Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). All initially reactive or borderline samples should be retested in duplicate using the elecsys anti-hcv ii assay. Confirmation via supplemental methods (e.g. Immunoblot or detection of hcv rna). If one or both measurements remain borderline the analysis of a follow-up sample is recommended. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings. False reactive results may occur in elecsys anti-hcv ii, as the assay has a labeled specificity of < 100%. The elecsys anti-hcv ii assay performs within specification.

Event description:
The initial reporter stated they received false positive results for two samples collected from the same patient tested with elecsys anti-hcv ii on a cobas e 801 analytical unit. No questionable results were reported outside of the laboratory. The results did not agree with the patient's clinical diagnosis. The first sample initially resulted in an anti-hcv value of 145 coi (reactive). The sample was repeated, resulting in a value of 144 coi (reactive). The sample was tested using the autobio antu method, resulting in an anti-hcv value of 0.107 (negative). The sample was also repeated using the maglumi snibe anti-hcv method, resulting in a value of 0.56 (negative). The sample was tested for hcv ag and it was negative. The sample was also tested for hcv rna and it was negative. The units of measure used for the antu and snibe methods were not provided. A second sample collected from the patient resulted in a reactive result when tested with the elecsys anti-hcv method.